Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 coil pusher assembly. The embolization coil was intact with the pusher assembly. The introducer sheath was bent approximately 15.0 cm from the distal end. Conclusions: evaluation of the returned device revealed the introducer sheath was bent, but the pod8 was functional. During functional testing, the pod8 was inserted into the hub of a demonstration microcatheter and advanced out of the distal tip without issue. The bends observed on the introducer sheath did not cause resistance when advancing the embolization coil through the introducer sheath or microcatheter. No kinks were observed on the pusher assembly, and the root cause of the complaint could not be determined. Pod8 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod8 coils. During the procedure, a pod8 coil was unable to advance very far through the lantern delivery microcatheter (lantern) and the pod8 coil pusher assembly became kinked. The pod8 coil was removed and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.